Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the customer received 4 front case assemblies with bad keypads for the pcu. The customer states that miscellaneous buttons on the keypad do not function. The customer returned the parts.